Event description:
As device serial number was not provided, device history record could not be reviewed. Device history log could not be reviewed, log not available. The reported device was not returned to france for investigation. The customer reported an underdose issue. However, he was unable to provide the serial number and the device data log. After several attempts, the mu was unable to reconcile if the device was repaired or if it remained in service. With no further evidence and with no more information from customer, no investigation could be performed and the origin of the failure remained unknown. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
Under infusion occurred during a propofol infusion. Pump says the full 100ml was delivered but there was still 10-20ml left in the 100ml propofol bottle. (Potential underdose). More information is needed to investigate this issue fully.